Manufacturer narrative:
Date of event: the exact event date is unknown the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) re-implant surgery due to two weeks before surgery the device stopped inflating. A new ipp was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.